Event description:
The lay user/patient contacted lifescan on february 27, 2008 and alleged that her one touch ultra meter was displaying the error 2 message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred in 2008, (time not provided). She also mentioned that she had experienced symptoms of thirst, urination, dry skin, hunger, blurred vision, drowsiness, nausea, shakiness, fast heartbeat, sweats, anxious, dizzy, weakness, headache, and was irritable after the reported issue began. As a result of the reported issue, she skipped insulin dosage (lispro/humalog, lantus/glargene - both on sliding scale). Two days later, late evening, she visited the emergency room and was given advice on insulin dosages (no specific treatment information provided). The patient was admitted to the hospital twentythree days- for other health issues. At the time of troubleshooting, it was verified that this was not a new product. The error 2 occurred when a test strip was inserted into the meter port. The patient's testing technique was reviewed to be correct, however, the condition of the test strips was damaged. The error 2 did not appear on the display when a strip from a new vial was inserted into the meter. This complaint is being reported because the patient alleged she experienced symptoms that can be associated with hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.